Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from non-fasting meter memory results of 298, 354 and 389 mg/dl. Customer also reported that he had obtained results of 165 mg/dl fasting and 380 mg/dl non-fasting. The customer¿s expected am fasting blood glucose test result is 100 mg/dl and expected pm non-fasting blood glucose test result is 165 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/30/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only three results were provided): (B)(6).

Manufacturer narrative:
Sections with additional information as of 22-march-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.